Manufacturer narrative:
B2: updated to add death; b3: date of death left blank as it is unknown; b5: information added; h1: updated from serious injury to death; h6 patient code updated from no clinical signs, symptoms or conditions to hypoxia and mitral valve insufficiency/regurgitation; h6 impact code added: death.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. A contrast injection was performed and measurements of the laa taken. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. Release criteria was determined to be met, yet the shoulder of the closure device was noted to be a third to borderline one half of a shoulder and the presence of a watermelon seed distal puck. After the physician performed a tug test and was content with the stability of the device, the closure device was released and implanted. The closure device was observed with tee and the procedure was concluded. During the middle of the night when the patient was still hospitalized, the closure device was noted to have embolized. The patient was taken to the cardiac catheterization lab and the closure device was percutaneously explanted by retrograde retrieval with a non-boston scientific (bsc) steerable sheath and gooseneck snare. The patient was then sent to the cardiovascular intensive care unit (cvicu) in stable condition to be monitored. It was further reported the patient had experienced hypoxia, which led to the physicians discovering the embolization on imaging. The closure device had embolized to the middle of the left atrium and the left ventricle. The percutaneous explantation of the closure device procedure caused the patient to have new mitral regurgitation (mr) due to the retrograde approach, which resulted in the patient requiring a non-boston scientific mitral valve clip implant procedure. The patient then died after the mitral valve clip implant procedure of an unknown cause of death. The events leading up to the death are unknown.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. A contrast injection was performed and measurements of the laa taken. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. Release criteria was determined to be met, yet the shoulder of the closure device was noted to be a third to borderline one half of a shoulder and the presence of a watermelon seed distal puck. After the physician performed a tug test and was content with the stability of the device, the closure device was released and implanted. The closure device was observed with tee and the procedure was concluded. During the middle of the night when the patient was still hospitalized, the closure device was noted to have embolized. The patient was taken to the cardiac catheterization lab and the closure device was percutaneously explanted by retrograde retrieval with a non-boston scientific (bsc) steerable sheath and gooseneck snare. The patient was then sent to the cardiovascular intensive care unit (cvicu) in stable condition to be monitored.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. A contrast injection was performed and measurements of the laa taken. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. Release criteria was determined to be met, yet the shoulder of the closure device was noted to be a third to borderline one half of a shoulder and the presence of a watermelon seed distal puck. After the physician performed a tug test and was content with the stability of the device, the closure device was released and implanted. The closure device was observed with tee and the procedure was concluded. During the middle of the night when the patient was still hospitalized, the closure device was noted to have embolized. The patient was taken to the cardiac catheterization lab and the closure device was percutaneously explanted by retrograde retrieval with a non-boston scientific (bsc) steerable sheath and gooseneck snare. The patient was then sent to the cardiovascular intensive care unit (cvicu) in stable condition to be monitored. It was further reported the patient had experienced hypoxia, which led to the physicians discovering the embolization on imaging. The closure device had embolized to the middle of the left atrium and the left ventricle. The percutaneous explantation of the closure device procedure caused the patient to have new mitral regurgitation (mr) due to the retrograde approach, which resulted in the patient requiring a non-boston scientific mitral valve clip implant procedure. The patient then died after the mitral valve clip implant procedure of an unknown cause of death. The events leading up to the death are unknown.

Manufacturer narrative:
B3: date of death left blank as it is unknown. H6: code added: analysis of data provided by user/third party. H6 evaluation conclusion code updated from cmc- no problem detected to failure to follow instructions. H6: code updated from no device problem found to operational problem identified. Procedural media was provided to aid in the investigation and was reviewed by a member of the boston scientific medical safety organization. 4 still images and 10 short video clips were submitted for review. The media showed a chicken wing left atrial appendage. The watchman closure device measurements on the still images were somewhat underestimated and in the 135-degree view, the closure device was foreshortened not allowing correct device measurement or assessment of device position. In the 90-degree view, the closure device position was too proximal. The media also showed a mid-closure device pinching that might decrease the anchor effectiveness. The tug test before release showed some wire bias that might decrease effectiveness of the test. In conclusion, based on the media available, it does not seem that release criteria were properly assessed or met before release and that might have contributed to the device embolization. No media was submitted showing the percutaneous removal of the closure device complicated by mitral valve damage.